Event description:
It was reported to philips that the device had a hole in the speaker label. There was no patient involvement.

Manufacturer narrative:
The customer requested that the device get sent to the bench. Upon evaluation of the device, it was verified that the labeling for the unit was damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the label set. The label set was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.